Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2014 with the following findings: during testing, the display screen was dim and discolored. Unrelated to the initial complaint, the battery compartment was observed to be cracked and the battery cap was observed to be damaged. Also unrelated, there was evidence of moisture corrosion found in the battery compartment. The leak test failed due to the battery compartment leak. The pump was opened and no addition moisture was found inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump display was dim but legible. It was reported that there was no moisture or corrosion in the pump and contrast reset did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.